Event description:
It was reported by the user site that during a localizer procedure on (B)(6), 2025, the user observed that the readers were "going off constantly" even when they were not near a clip, and there were complaints from the surgeon regarding clip migration issues. No user or patient injuries were reported. The user site reported that the procedure was successfully completed. No further information is currently available.